Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was invalid data on the episodes for the implantable cardioverter defibrillator (ICD). A ventricular tachycardia non-sustained episode shows loss of atrial capture. The device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed an alert was triggered for out of tolerance impedance on 2014-(B)(4).